Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue that the unit is experiencing ¿shaky video¿ is unconfirmed. The ultrasound image does not display a ¿shaky video¿ and is comparable to in-house scanners. The scanner was ran over the weekend and did not experience any ¿shaky video¿. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: experiencing ¿shaky video¿.